Event description:
It was reported that the stent failed to deploy in the tortuous anatomy so the physician removed the device from the patient. Once the device was removed, it was noted that the stent had partially deployed. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the outer body catheter was compressed and stretched. The stent was partially protruding. Friction was noted when moving the inner body in the outer body, likely due to the observed anomalies. No anomalies were noted with the stent, inner body, and the rhv (rotating hemostatic valve). While there are several potential causes for the reported partial deployment during use, based on the information available it was not possible to determine the most probable cause for the reported event.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the stent failed to deploy in the tortuous anatomy, so the physician removed the device from the patient. Once the device was removed, it was noted that the stent had partially deployed. There was no clinical consequence to the patient.